Manufacturer narrative:
H10: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The top slide did not self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. The device was further tested by cocking and firing the device 15 times in a chicken breast with each trigger, for a total of 30 tests. The device was able to prime and fire properly. Upon disassembly, it was noted that the left bumper was overlapped and the right bumper was bent by the spring. Therefore, the investigation is unconfirmed for self activation. The bent right bumper and overlapped left bumper likely contributed to the incomplete cannula tang engagement and self-activation. However, the definitive root cause could not be determined based upon available information. H10: g4, d4 (expiry date: 05/2020).

Event description:
It was reported that during a biopsy, the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2020).

Event description:
It was reported that during a biopsy, the device allegedly self activated. There was no reported patient injury.